Event description:
The clinician reports the implant was inserted (B)(6) 2016 in fdi 15 of the patient's mouth. On (B)(6) 2019, loss of osseointegration was verified. Patient presented with bone type IV and inadequate bone quality/quantity. The device was forwarded to the manufacturer. At the event the patient experienced: mobility. No further patient complications were reported.